Event description:
It was reported that the fluid warming device kept prompting not set up properly and alarming. Additional information is unavailable.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received in with an old style pcb and front cover, missing reflux plug, damaged microswitch, and worn line cord. Functional testing of the device was able to confirm and replicate the reported event. The disposable alarm was alarming audibly and visually. Due to the age and condition of the device it was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received in with an old style pcb and front cover, missing reflux plug, damaged microswitch, and worn line cord. Functional testing of the device was able to confirm and replicate the reported event. The disposable alarm was alarming audibly and visually. Due to the age and condition of the device it was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device kept prompting not set up properly and alarming. Additional information is unavailable.